Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced procedurally related pump pocket, mediastinal, and thoracic pleural space bleeding requiring greater than 16 units of packed red blood cells. The event resulted in re-operation. Approximately 2 weeks later, the patient developed an absorption fever due to the previous hematoma. The infection was treated with antibiotics. No further information was provided.